Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15774. Related manufacturer reference number: 2017865-2021-15776. It was reported that a patient's implantable cardiac defibrillator (ICD), right atrial (ra) lead, left ventricular (lv) lead, and a competitor's right ventricular (rv) lead were explanted due to an infection. All leads were sent for pathology examination. No additional info given.